Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous distal left anterior descending artery (lad). A 2.00mm x 20mm maverick² balloon catheter was selected and advanced to predilate the target lesion. During the procedure, it was noticed that shaft was broken. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).